Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was experiencing high blood glucose and diabetic ketoacidosis. Blood glucose level at the time of the incident was 500 mg/dl and 400 mg/dl which was treated with manual injections. Customer's blood glucose at the time of call was 481 mg/dl. Customer also stated that they were also using dexcom and fingerstick and the actual blood glucose at the time of call was 560 mg/dl and they took bolus and it went down to 319 mg/dl. Customer also reported big difference in sensor glucose and blood glucose values. Customer was using insulin pump within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Event description:
Customer did not have diabetic ketoacidosis.

Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.